Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen became delaminated, with the user taping the screen to maintain function, and a replacement device was arranged. Symptoms included no reported injury or adverse clinical effects. Outcomes included continued use of therapy without medical intervention or hospitalization. Investigation included remote troubleshooting and education, verification of device function sufficient for continued use, and arrangement for device replacement and return. Investigation of this device revealed a screen assembly separation consistent with a hardware screen bezel separation of the display component, with no user harm reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.